Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined to load new cartridge and chose to continue using the current cartridge.